Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient¿s device had premature battery depletion. It was stated that an explant and replacement was planned and that the device would be returned to the manufacturer. It was stated that the healthcare professional (hcp) informed the manufacturer¿s representative of the battery depletion during device follow up. It was reported that the patient did not have any symptoms or complications associated with the event, and that the patient status was listed as ¿alive with no injury¿. It was noted that high impedances were measured at eos on 2013 (B)(6). It was also noted on this date that the ins clock had changed and that stimulation was off.

Event description:
Additional information received reported that the replacement took place on (B)(6) 2014. It was logged the patient was satisfied and the device was to be returned to the manufacturer on the monday following report.